Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic instruments that may be difficult to aspirate should not be used. Warning: staar surgical icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or resterilization are not applicable to these devices. If one of these devices were reused after cleaning or refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with severe post-op inflammation, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also be a contributing factor. Given the early onset of reported problem was bilateral, without cultures taken, an exact cause could not be determined as the lens remains implanted. The event could be multifactorial in nature including patient and/or procedure related factors. Claim #(B)(4).

Event description:
A facility representative reported that one day after implantable collamer lens (icl) implantation into the patient's eye, inflammation was noted in the anterior chamber. The patient underwent bilateral icl implantation with inflammation observed bilaterally on day 1. Information regarding concomitant products used intraoperatively was not provided. Diagnostic cultures have not been reported, and no information regarding medical intervention has been provided. The lens remains implanted within the patient's eye. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 30-oct-2023 corrected to 27-oct-2023. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).